Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that loss of sensing and capture were noted. Low pacing impedance was observed. Externalized conductors were found via fluoroscopy.